Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. Customer blood glucose reading was 242 mg/dl. Infusion set and reservoir occlusion caused the no delivery alarm. Changing the reservoir and set resolved the issue. The products will not be returned for analysis.